Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The rep reported that the patient was in a car accident on (B)(6) 2019 and he couldn't feel stimulation in his legs after the accident; stimulation was supposedly on at the time. The rep reported that the patient tried to recharge that sunday, but he couldn't; he remembered getting al or a1 on the recharger. It was reviewed that the patient likely accidentally got into the antenna locate feature. The rep reported that their clinician device couldn't connect to the implant today. The rep also reported that the patient may need the system explanted to get an MRI of his liver. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the loss of stimulation and inability to charge and connect was unknown. The rep reported that they spoke with the patient about getting an x-ray to see if maybe the battery flipped or the leads broke. The rep also suggested a trickle charge. The patient declined both and was setting up a consult to have it removed. The rep reported that the patient had health issues present and needed an MRI. The patient¿s system wasn¿t MRI compatible and he wanted to take care of this first. No further complications were reported.